Manufacturer narrative:
A3b) patient gender - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv), right atrial (ra), and right ventricular (rv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Utilizing multiple spectranetics devices (14f glidelight laser sheath, medium visisheath dilator sheath, 11 tightrail rotating dilator sheath, the ra and rv lead were removed successfully. Then, switching to the lv lead with the 11f tightrail, progress was made down to the coronary sinus (cs). While pulling traction with the lld ez, the lead released, but a pericardial effusion was detected. The patient was initially stable; however, several minutes later, the patient¿s blood pressure dropped, and rescue efforts began, including sternotomy. A cs perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld ez providing traction on the lv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.